Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the needle was blocked due to excess adhesive used in manufacturing of the device. The batch history records were reviewed with no anomalies noted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device was used as a pneumoperitoneum needle. When normal saline was going to be injected into the patient's body through the device to confirm whether it arrived at the peritoneum, the normal saline could not be injected into the patient's body through the device. Another device was used to complete the case. There were no adverse consequences for the patient.